Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user inquired about starting long-acting insulin and ozempic, but the agent clarified that medical advice could not be provided. Later, the user reported high blood glucose (bg) following a meal of enchiladas, rice, soda, and chips. The sensor read ¿high,¿ and a fingerstick confirmed 461 mg/dl. The user remained on ilet insulin therapy, with bg expected to correct over time. A voicemail follow-up was left. The user's highest blood glucose (bg) recorded was 461 mg/dl. Bg was corrected with continued ilet insulin therapy. No symptoms reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.